Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the femoral stem is etched as a standard stem, but is actually an extended offset stem.

Manufacturer narrative:
The stem was returned for review. The returned stem was confirmed to have the wrong etch on the device. The stem was marked for a standard, "std", offset call out instead of having the extended, "ext", offset called out as per the print callout for this stem. This device is used for treatment. It was found during a corrective and preventative action (CAPA), that the manufacturing process had a gap which may allow the noted etch error to occur, as there were no instructions to clear/close/reset the program for the next stencils. Corrections to the processing of the etching are being addressed through the opened CAPA.

Manufacturer narrative:
This report will be amended when our investigation is complete.